Manufacturer narrative:
(B)(4). The customer reported getting errors; shock and pacer malfunction. No pt involvement was reported. The device was evaluated at philips. The symptom was verified. The device hung when charge button was pressed during opcheck. The processor pca was replaced to resolve the issue.

Event description:
The customer reported getting errors; shock and pacer malfunction. No pt involvement was reported.